Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, de novo lesion in the mid left anterior descending artery. After dilating the lesion, the xience prime 2.5 x 28 mm was to be implanted but it could not cross through the lesion due to the calcification. The device was being removed and it was found that the proximal part of the shaft had separated; it was simply pulled out with no intervention required. However, resistance was felt upon removal. It was decided to again pre-dilate the lesion and use another xience prime 2.5 x 28 mm stent. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance and the reported difficulty to remove was unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.